Event description:
Boston scientific received information that the tip of the right ventricular (rv) lead was left in the patient. It was reported that during implant procedure, when the physician advanced the lead through the safe sheath, there was tension in shocking coil. When the physician pulled away the safe sheath and tried to remove the lead, the shocking coil continued to unravel and eventually broke off leaving the tip of the lead in the patient. Further, the physician attempted to snare the left lead tip but was unsuccessful. The lead was never in service. Another lead was successfully implanted in the patient. Additional information from the field representative indicated that there were no adverse patient affects or further treatment plans for the patient.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.